Event description:
The valve was explanted due to thrombus. According to the info received, thrombus was "impinging" on the "hinge" mechanism of one of the leaflets. The valve was replaced with a medtronic valve. The pt was readmitted in 2001 with a prominent aortic murmur. An echo suggested possible subvalvular thrombus. The pt's inr on admission was 2.5. After administration of heparin tyrosine-ethyl-ester did not show any thrombus. The pt was discharged with an increased coumadin dose and increased therapeutic level of 3.0-3.5.